Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery. Pre-dilatation was performed resulting to a 90% residual stenosis. Following pre-dilatation, a 3.00 x 24mm synergy xd drug-eluting stent was advanced but there was slight resistance and it failed to cross the lesion. It was noted that the stent strut was lifted up. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.